Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there is pain at the ipg site due to a potential patient fall. Therefore, the location of the ipg at this time is not comfortable. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received that the patient underwent surgical intervention on (B)(6)2022 wherein the ipg site was moved to a more comfortable location.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.